Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy, and a gastrointestinal and urinary tract infection which caused peritonitis. On unreported dates, the pt experienced having gastrointestinal and urinary tract infections (unspecified) for 3 to 4 days. On an unreported date the pt experienced a break in aseptic technique further described as pt did not wear a mask while performing pd therapy. Subsequently the pt experienced peritonitis and was hospitalized on the same day. The patient was treated with injections of vancomycin, 2gm stat repeat after 5th day and cefepime, 1gm once daily. During the events, dianeal dosage was maintained. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.